Manufacturer narrative:
Initial and final MDR (B)(4)device 1 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that infusion set tubing was leaking where the tubing clicks into cannula housing/site. No further information available.